Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 474 mcg/day) via an implantable infusion pump. The patient's pump was interrogated and it was found that the pump had been stalling and recovering for several months. There wasn't any environmental/external/patient factors that may have led or contributed to the issue. It was reported that the patient heard the critical alarm sounding every 10 minutes. The pump was reported to have recovered from the stall and was currently operating at the time of this report. The patient was prescribed oral medication and a pump replacement was planned for this week. No symptoms were reported and the patient was reported as alive with no injury. The issue was not resolved at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the pump would be replaced on (B)(6) 2018. It was reported that the pump would be returned to medtronic for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump identified no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.